Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached initial ruby coils into the target vessel using a px slim delivery microcatheter (px slim). While attempting to advance a new ruby coil through the px slim, the physician experienced resistance and the coil would not advance after its introducer sheath was removed. Therefore, the ruby coil was removed and the procedure was completed using additional ruby coils and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.